Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing shortness of breath and lightheadedness. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing shortness of breath and lightheadedness. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The ventilator was evaluated by third party service center and evaluated. Evaluation result stated that there is no visible foam degradation.

Manufacturer narrative:
On previously submitted report, section h11 was incorrect. It should be - the manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing shortness of breath and lightheadedness. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that there is no visible foam degradation.